Event description:
It was reported in (B)(6) 2013 that this right ventricular (rv) lead exhibited an increase in shock impedance measurements. It was decided to continue to monitor this patient, and no adverse effects were reported. In (B)(6) 2025, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.